Manufacturer narrative:
Device is a combination product. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.5 x 15 mm non-bsc balloon catheter was advanced to dilate the lesion and a 2.50 x 32 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. During withdrawal, the device as caught on a previously implanted stent that had a stent strut sticking out. Thus, the physician expanded and deployed the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. The stent was not returned as it was deployed in the patient. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon body was reviewed and there were no issues noted. The balloon wings were tightly folded and had not been subjected to positive pressure. There were crimp markings evident on the entire length of the balloon indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube revealed a kink at approximately 234mm from the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.5x15mm non-bsc balloon catheter was advanced to dilate the lesion and a 2.50 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. During withdrawal, the device as caught on a previously implanted stent that had a stent strut sticking out. Thus, the physician expanded and deployed the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.